Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed. Patient information could not be provided due to country privacy laws. Incident date is not available at this time. (B)(6).

Event description:
The customer reported that, during a scan, the scan stopped due to a driver module fault. The customer then smelled something burning. The examination was stopped and the patient was removed from the system. No report of patient injury.

Manufacturer narrative:
Ge healthcare's investigation has determined that the cable mode present in the design of the (B)(4) rf body coil is the root cause of arcing that has led to excess heat/discoloration of the surface of the patient bore. Ge healthcare is initiating an action in the field to inspect units to determine which units have the potential cable mode, and make any corrections if necessary. This action was reported to the FDA under correction number 2183553-06/15/16-001-c on june 15, 2016.